Event description:
It was reported that when using the bd pyxis¿ medbank tower had continuous beeping sound. Customer had unplugged the unit, but the beeping still would not stop. The aio and the backup psu were plugged directly into the outlet. Once customer had plugged the backup psu into a working outlet, then plugged the drawers into the backup psu. The drawers were not receiving any power, indicating a possible faulty backup psu. The cable had been found on the floor, possibly knocked off while the unit was being moved. Customer had tried plugging the network cable into the correct port (specifically not the drawers), but there was still no network connection. Stated that the cable looked stripped and broken. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. The field service engineer (fse) checked all power connections and plugged the device into wall outlets, identifying a backup battery failure. A damaged phone line was replaced, after which the medbank and all in one were powered on and restored to operation. Medbank dialed in remotely, and the station was tested and confirmed working properly. The system functioned as intended after the field service engineer (fse) resolved the issue.